Event description:
Voluntary medwatch received states that the left ventricular (lv) lead was explanted due to infection. It was noted that the distal tip of the lv lead was broke off and was left in the coronary sinus. No patient consequences were reported.